Event description:
The customer reported that he obtained a blood glucose reading of 63 mg/dl at approximately 12:00 p.m. On a non-ascensia blood glucose meter. The customer performed repeat testing at 12:02 p.m. On a contour next link 2.4 meter and obtained a reading of 290 mg/dl. The customer was experiencing symptoms of hypoglycemia such as confusion and shakiness. The customer drank orange juice and ate granola bar. There was no allegation of an adverse event. Since the customer discarded the bottle of strips, the test strips will not be returned for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter serial # (B)(6). No test strips were returned. The returned meter was tested with the in-house contour next test strips from lot # 8lped12b, which gave satisfactory performance. Additionally, a device history record was reviewed for the suspected meter and no manufacturing anomalies were found.